Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch: m53t8m, manufacturing date: 05/21/201, product exp. Date: 04/21/2020. Batch: m53k8n, manufacturing date: 05/05/2015, product exp. Date: 04/05/2020 . Additional information was requested and the following was obtained: the device could not fire on the 3rd firing. Then the device was removed following IFU. Another white reload was loaded, and the device could fire on the 4th firing. However, the staple line was incomplete. It did not staple at the distal 1/3 segment. The pulmonary vein was cut but not properly anastomosed and the surgery had to be converted to open. Hand sewing was used to suture the pulmonary vein. The same linear cutter was used for another 4 firings in the following procedure. And the following 4 firings were good. What prompted the conversion to an open procedure? It was reported that during the procedure, the surgeon found that it should be converted to open according to the patient¿s condition. It was reported that the direct cause was not our product. When the surgeon decided to convert the surgery to open, our white reload happened to anastomose improperly. Were clips used in the vicinity of stapler? Yes. But not so close to where the white reload was used. What structures were the first 3 firings on? It was the same pulmonary vein. Were any staples noticed in the distal 1/3? If so, where (one side or both sides of knife) and what was the form? No. How much blood loss? Was a transfusion required? It was not reported by the surgeon how much blood was lost. No transfusion was required. What is the current patient status? The patient is in stable condition. The analysis results showed that two gst60w, cartridge reloads were received. Cartridge (a) gst60w, m53t8m was received fully fired and in good visual conditions. Cartridge (b) gst60w, m53k8n was received partially fired 1/16. It is possible that while loading the reload (b) the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload (b) was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic pulmonary lobectomy procedure, the device was used to anastomose the pulmonary vein. The device could not fire on the third firing. On the fourth firing, the staple line was incomplete. It did not staple at the distal 1/3 segment. The surgery had to be converted to open. Hand sewing was used to suture the pulmonary vein. The patient is now in stable condition.